Event description:
In may 2004, kinetikos medical, inc., was informed of the explant of a spider wrist fusion system implant from a patient owing to pain and the detection of loose bone screws that were the result of improper post-operative immobilization. The device was not returned for kmi for evaluation. No device defects were reported.